Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty fitting the usb cable into the usb port. It was confirmed that the customer was able to fit a different usb cable into the pump and the pump successfully charged. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.